Event description:
During a meniscus repair it was reported that when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle. T2 implant was removed from the body but t1 remained inside the meniscus. The last part of the rupture was not sutured. The device is not being returned for analysis.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).